Event description:
Clinical trial: it was reported that during a coronary artery drug eluting stenting procedure balloon withdrawal resistance occurred. The 3.5x5mm target lesion was located in the de novo, 80% stenosed, moderately calcified proximal cx (circumflex). Treatment consisted of predilation and placement of a 3.5x8mm taxus liberte drug eluting stent resulting in 0% residual stenosis. Following placement of the stent mild balloon withdrawal resistance was experienced. There was no difficulty deflating the balloon and no additional measures were needed to remove the balloon. The balloon was removed intact. The stent was fully deployed and well apposed. There were no patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.